Event description:
It was reported that the patient presented to the clinic after far r wave over-sensing was detected on a remote transmission. Device interrogation noted multiple far r wave over-sensing. Further review of the episodes indicated sensing of mypotential inhibition that was occurring. Device reprogramming was made. There were no adverse health consequences, the patient was stable.